Event description:
It was reported during induction the device detected the patient's rate as a ventricular sense and not a fibrillation sense even though the patient's rate fell within the fibrillation window. The customer was questioning possible device failure or magnetic interference. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies.